Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. It was observed, under magnification, that the suture appeared to have split under tension. As no sealed products were returned, a laced through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, in dermal suturing, the thread broke halfway. When the reported product was checked, it was noted to be broken from the place near the loop. The procedure was completed with another device. There was no patient injury.